Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 3550-29, product type: accessory. Correction to supplemental. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Correction to supplemental. The conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, serial# unknown, product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, again reporting that the patient had completely lost stimulation after their device was implanted. The device was replaced on (B)(4) 2017 and was returned for analysis, but analysis is not yet complete. No new device or therapy issues reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly of the device. Evaluation result code does not apply. Evaluation conclusion code does not apply.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was replaced yesterday due to normal battery depletion. The patient had great stimulation and impedances were normal prior to the replacement. The caller reported that the patient had stimulation in recovery and the impedances were fine but later at home the patient lost stimulation. The caller stated that the patient was in the office today ((B)(6) 2017) and impedances were normal. The caller stated that the measurements were taken with 3v and resulted in the following: 0-1 had 1069 ohms, 0-2 had 971 ohms, and 0-3 had 3007 ohms. The caller then said the 0 was 1369 but technical services was not certain what combination the caller was referring to. The caller stated that they already tried changing the lead configuration and reprogramming different electrode combinations but the patient was not feeling anything even when turning the amplitude up to 10.5v. The caller stated that the battery life was showing fine. The diary information was checked on the clinician programmer which show ed that stimulation was on from 3pm to midnight yesterday and continued to be on today with a few adjustments made. Upon palpation with the system on, the patient was still not feeling anything. Impedances were checked again while pressing on the system but showed impedance measurements similar to before. Additional information was received from the manufacturer representative on the same day reporting that further troubleshooting with impedance would be performed.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 reporting that the patient was seen in clinic. Impedance was checked and found to be within normal limits. They attempted to reprogram but the patient did not feel stimulation with the reprogramming. A surgery was scheduled for (B)(6) 2017. Pre-operative impedance was checked and all were within normal limits. The patient was reprogrammed without success. In the operating room the battery was disconnected from the lead, connected to the multi-lead trialing cable (mltc), impedances were checked, and stimulation was turned on. The patient reported that they felt stimulation. The physician replaced the battery. This was programmed and turned on. The patient was receiving stimulation. The cause of the issue was not identified. It was reported that the battery would be returned to the manufacturer for analysis.